Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer reported that the unexpected restart alarm was recurring. The customer's blood glucose was 12.1 mmol/l at the time of incident. The customer stated that a temporary basal was not programmed. The customer stated that the insulin pump was not stored for extended period of time. The customer stated that the unexpected restart alarm did not occur after battery change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Device alarmed unexpected restart after battery change due to faulty connector on interface board. Device received with scratched keypad overlay, peeling address serial label, cracked case at display window corners, missing end cap sticker and minor scratches on lcd window.